Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer (con). It was reported that the patient didn't remember the dates they spoke to a physician about the issues, noting it could have been (B)(6) 2017. It was confirmed that the unsteady and unbalanced issue was due to a side effect of the medications. It took 18 hours for the side effects of diflucan to wear off. Nothing was done in the ER and, by the time they got there, they were okay. The implanted device contributed to the yeast infection only in the sense that, after the implants were inserted, they were put on bactrim. The bactrim caused the yeast infection and diflucan caused the unsteadiness and vertigo. There were no further complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer (con). It was reported that the patient didn't remember the dates they spoke to a physician about the issues, noting it could have been (B)(6) 2017. It was confirmed that the unsteady and unbalanced issue was due to a side effect of the medications. It took 18 hours for the side effects of diflucan to wear off. Nothing was done in the ER and, by the time they got there, they were okay. The implanted device contributed to the yeast infection only in the sense that, after the implants were inserted, they were put on bactrim. The bactrim caused the yeast infection and diflucan caused the unsteadiness and vertigo. There were no further complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient on 2017-07-14. The patient reported that she saw her healthcare provider on (B)(6) 2017. The patient reported that the feeling unsteady/unbalanced issue was due to a side effect of the medication, diflucan, she was taking for the yeast infection. The patient reported that she went to the emergency room (ER) for the feeling unsteady/unbalanced issue and by the time she arrived in the ER the symptoms were gone. The patient reported that the yeast infection was caused by bactrim and was given post-operative to prevent infection. The patient reported that diflucan was the prescription given to treat the yeast infection.